Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and breastfeeding difficulties are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "breast asymmetry", "muscle flex deformity", "hyperpigmented", "grade I breast ptosis" and "capsular contracture baker grade IV". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Clarification to h6 of previous report: health effect - clinical code e2402 captures the reported events of asymmetry, waterfall deformity, and muscle flex deformity. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The reported ptosis has been deemed not device related. The device has been explanted and replaced.